Event description:
The customer reported that the system intermittently was shutting down without command during cases. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced and the candlesticks were reseated and regreased. The system was then found to be operating as intended.